Event description:
It was reported that patient complained of pain and shortness of leg.

Manufacturer narrative:
The patient is (B)(6) inches in height. An event regarding pain and shortness of leg involving a pca ace/low profile shell 52mm was reported. The event was confirmed. Method & results: device evaluation and results: not performed as no device was returned. Medical records received and evaluation: insufficient information was received to create a medical assessment. The clinical consultant did note that there was a loose acetabulum and dislocation. Pain was caused by the loose acetabulum and the shortness of leg was caused by the dislocation. Device history review: not performed as the device was not properly identified. Complaint history review: not performed as the device was not properly identified. Conclusions: a review of the provided x-ray by a clinical consultant noted that the pain was caused by a loose acetabulum and the shortness of leg was caused by a dislocation. The root cause of the loose acetabulum and dislocation could not be determined due to a lack of information. Further information such as operative reports and medical records are needed to complete the investigation for determining the root cause.

Event description:
It was reported that patient complained of pain and shortness of leg.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.